Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the power cord receptacle failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the power switch was broken and metal parts of the power circuit were exposed. In addition, one of the suckers on the device¿s rubber feet would not stick. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported that their mu-1 maintenance unit failed an electrical test and had a broken plug socket during a planned test. When attempting to replace the power lead, it was observed that the power socket in back (240v lead) was smashed and broken. There was no report of patient or user harm. The device was removed from service immediately.